Event description:
The surgeon implanted a silicone lens. The lens was removed due to a capsule tear. A vitrectomy was performed. Lens dislocation/subluxation caused from zonular tears, weak zonules. Surgery was completed using a sulcus lens. A suture was required.